Manufacturer narrative:
The field service engineer (fse) visited the customer site on 12-apr-2018. Multiple parts of the module were checked. The fse noted that cuvette fill levels were incorrect so the valves were adjusted. Qc had initially been unsuccessful, however, after checking the rinse valves, replacing the lamp and heat cut filter, repeating a cell blank measurement and further checking the fill levels, qc was successful.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned low results for multiple patients tested on a cobas 8000 c 702 module. The customer provided discrepant calcium and creatinine results for 1 patient sample. The initial calcium result was 1.4 (unit of measure not provided). The repeat result was 2.4. The initial creatinine result was 20 (unit of measure not provided). The repeat result was 80. The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer has stopped running patient samples on the instrument as "almost every other sample" shows low results. No specific results were provided for these other patient samples.

Manufacturer narrative:
The investigation determined that the vacuum line issue found by the fse was the root cause of the event.

Manufacturer narrative:
The field service engineer (fse) found that one of the vacuum lines was leaking back onto the cells. The fse examined the lines and found they had been rubbing together causing large holes in the tubing. The lines were stented and the instrument works according to specification. Calibration and qc were acceptable. The customer has had no further issues since the service visit.